Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry (psr). The pump was used to deliver morphine (1.0 mg/ml at 0.0481 mg/day). The indication for use was spinal pain. On (B)(6) 2016 it was reported that at an examination on (B)(6) 2016 erythema to pump site and also lateral to the abdominal region was seen. There was no dehiscence or drainage. Bactrim was initiated as an intervention on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016, upon examination it was noted that the erythema had resolved and the left abdominal incision was healing well. The etiology of the event was reportedly related to the implant procedure and unlikely related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.